Event description:
The customer called stating that the numbers on the display of the meter are missing segments. During the troubleshooting process it was determined that several segments were missing from the 10s position. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line.